Manufacturer narrative:
Eval code conclusion applied in error and should be omitted.

Event description:
The patient reported they had to go to the emergency room yesterday because they couldn't urinate and was currently using a catheter. It was stated there were no falls or trauma, and they didn't know where their patient programmer was so they couldn't do any troubleshooting. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.